Event description:
It was reported that a 56-year old caucasian female patient underwent breast prosthesis implantation surgery with two 300cc mentor memorygel breast implants. Post-operatively, the patient suffered a left breast that is smaller than the right breast. Mammogram also showed a smaller implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 5, 2022, mentor became aware that the correct date of event was on january 15, 2022.